Event description:
It was reported that when using the bd pyxis¿ es refrigerator had helmer fridge drawer not detected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that helmer fridge drawers were not being detected. A field service engineer (fse) investigated an issue where a helmer drawer was not appearing in the storage space configuration. The drawers were tested in the hardware test application (hta) and functioned correctly. The customer was asked to unload all medications to allow for the fridge to be deleted and reconfigured, but this attempt was unsuccessful. The fse collaborated with helmer support to reconfigure the number of rows in the hta, however, the issue persisted. The fridge was then moved to another medstation, but the same issue occurred, indicating the problem was with the fridge itself rather than the medstation. The customer attempted to configure the storage space again, and it unexpectedly worked. The root cause and resolution remained unclear. The fse used the hta and confirmed that the customer was able to successfully access all drawers. The system functioned as intended after the field service engineer resolved the issue.